Event description:
It was reported that, during the implant procedure, the electrode was inserted into the header and the setup was run successfully. Prior to defibrillation testing, the device was incorrectly programmed to a 10j low energy shock instead of a high energy shock. Once the ventricular fibrillation was successfully induced, the device therapy was not enough to convert the arrhythmia and an external shock was required. Post-shock, the impedance was one ohm. The doctor removed the pulse generator and placed a new one onto the same electrode. Testing was normal and the impedance was 70 ohms.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during the implant procedure, the electrode was inserted into the header and the setup was run successfully. Prior to defibrillation testing, the device was incorrectly programmed to a 10j low energy shock instead of a high energy shock. Once the ventricular fibrillation was successfully induced, the device therapy was not enough to convert the arrhythmia and an external shock was required. Post-shock, the impedance was one ohm. The doctor removed the pulse generator and placed a new one onto the same electrode. Testing was normal and the impedance was 70 ohms.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.